Manufacturer narrative:
(B)(4)

Event description:
It was reported that the neurologist was having issues with her programming system due to communication issues. The physician had another programming system as back up and so they were able to use that on other patients. When the company representative came to the office, he was able to troubleshoot with his equipment and identified the issue to be due to a loose connection at the usb port. He noted that the black serial cable and wand both worked with his tablet, however if he held the serial cable in place or tried to manipulate, he was unable to establish connection. The physician's tablet is to be returned and a replacement was provided. The tablet has not been received to date.

Event description:
The tablet was received on 9/13/2016. An analysis was performed on the returned tablet and the reported allegation of mechanical problem with the usb cable to tablet connection was verified. During the analysis, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.